Event description:
We noticed suboptimal apposition of the stent at the distal end and introduced a transform 7x7mm balloon along with the traxcess microwire. During the introduction of the microcatheter, we noticed there was a second radio-opaque marker at the tip of the wahoo just as the microwire was about to reach the end of the wahoo tip. However, by then, it was too late as the microwire gently touched the radio-opaque marker and it travelled distally into the left distal pca. It was at this time that we checked the phenom plus catheter and noted that the tip was sheared off. However, given the distal location of the current marker tip location, and it does not appear to be occlusive. Repeat angiogram did not show thrombosis. We felt that it would be safer to leave it as it is. FDA safety report ids# (B)(4).